Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 month. The device was received for investigation. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that elevated pump powers and estimated flows were noted. The patient's lactate dehydrogenase (ldh) level was elevated but fell with the initiation of IV heparin. An echocardiogram ramp study was reportedly positive for obstruction. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
No device related issues were found during evaluation of the returned pump. A direct correlation between the device and the reported patient condition could not be determined. Examination of the interior of the outflow elbow did not reveal any adhered deposition or thrombus formation. Examination of the pump body did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.